Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the left vertebral artery using a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician experienced resistance while advancing the neuron max through the femoral artery due to atherosclerosis. Subsequently, the distal tip of the neuron max kinked and, therefore, it was removed. The procedure was completed using a new neuron max. There was no report of an adverse effect to the patient.